Event description:
Forbes aac manufactures speech generating devices. One of our speaker components of the proslate 10 (the soundpod) excessively heated during charging, and the cable melted into the port. The customer's carpet was singed by the excessive heat. No injuries occured.

Manufacturer narrative:
The company has been manufacturing soundpod components for many years and we have not encountered an adverse event like this before. This appears to be a single device defect, and the company is not inclined to believe any other unit is at risk for malfunctioning at this time. (B)(4). The company has since opened a CAPA (CAPA-(B)(4)) to address the product malfunction and find the root cause of this malfunction, and a CAPA (CAPA-(B)(4)) to address the need for further employee training on the company's MDR policies, which include an explainer of the MDR identification and reporting process, how to report a potential event to management, and the importance of reporting immediately. To date, all but 1 employee have successfully taken and passed this training.. This training will continue to be given to all staff on an annual basis to avoid late reporting from ever happening again. We were also unaware and unprepared for having to use emdr gateway to report. It has taken a few weeks to get a production account approved and learn the ins and outs of using esubmitter and webtrader. The folks at MDR team have advised us that we would not be held accountable for any lateness due to the emdr approval process, and we thank you for that grace.